Manufacturer narrative:
(B)(4). The certificate of conformance (c of c) was reviewed for the cutter. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Evidence of blood and clinical use was observed. The safety lock was fully depressed. The actuation button was fully depressed. The cutter and the needle were extended past the aortic stop and were visible and undamaged. The inside of the cutter was inspected and no blood or tissue was present. There was no aortic plug observed. To observe the actuation function of the device, the actuation spring was moved back into its pre-deployment position. The safety lock was re-engaged. The device was the un-locked and the actuation button was depressed using the instructions in the IFU. The device deployed as expected. Based on the condition of the device as found, we were unable to observe a failure to fire. We were unable to confirm the reported complaint.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm button was unable to be pushed; neither the needle nor cutter appeared. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
November 20, 2015 03:10 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm button was unable to be pushed; neither the needle nor cutter appeared. A replacement device was used to complete the procedure. The hospital did not report any patient effects.